Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the lid reed switch per technical service update (tsu) 356 and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer reported to physio-control that their device did not have any audible voice prompts when the on/off button is pressed and the device lid is opened.  Without voice prompts available, the device could not be used on a patient, if needed. There was no report of any patient use associated with the reported issue.